Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy-defibrillator (crt-d) was part of a system revision due to infection. Moreover, the patient was admitted due to saddle embolus of the pulmonary artery. The patient was also found to have a (B)(6) on the device and vegetation on the leads. A revision was performed and the system was explanted. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported.